Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device leaked. The solution contained inside of the device was 4200 mg of fluorouracil in 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 4, 2014 ¿ february 5, 2014. The device was not returned; therefore, a device evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.